Manufacturer narrative:
The 12k and console were received on dec-19-05. The shaver failed hi-pot tests, but the tps console and 12k passed leakage current tests. This complaint has been trended in previous complaints to be caused by use with fms adapaters and pumps. The fms adapters weken the bf insulation on the handpiece. Maintenance repairs will be made on these units before they are returned to the customer. Trends of this type of complaint in the past were noted. A patient would be burnt when an fms adapater was used, as a short would be caused by the company's adapater. The adapater would netate the bf insulaton on the handpiece. The adapter was not validated for use with the tps system. Fms had sent a letter to notify customers of the incompatibility of the systems. Cynthia, or nurse, was contacted, and she did confirm that the fms adapter was used. She was informed of the past occurrences with tps consoles and fms adapters, and she was going to report it to the doctor.

Event description:
Customer called in and said that these items were involved in a pt being burned. Contact stated that while the shaver was in use, the non-operative leg jerked three times. The surgeon had positioned the non-operative leg in a stirrup prior to the start of the case. It was noted that the metal part of the stirrup was touching the pt's non-operative leg. That is where the burn occurred. It was a 3rd degree burn about 1cm x 1 1/2 cm.